Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examining the pulse generator, several episodes of auto mode switch were found due to intermittent atrial lead oversensing. The intermittent atrial lead oversensing was reproduced in clinic when the patient performed isometric maneuvers. The atrial lead sensitivity was reprogrammed. All other pacing and sensing test were within normal range and there were no consequences to the patient.